Event description:
It was reported that the customer experienced difficulties charging the pump with the usb cable. An alternate cable was used to address the issue. Customer's blood glucose level was not impacted by this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.